Event description:
The customer reported being hospitalized with a blood glucose reading of 60 mg/dl. The customer had been experiencing low blood glucose levels for the past five days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer stated the insulin pump was not exposed to an MRI, but it was exposed to a dental xray. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.